Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available.

Event description:
It was reported that the anchor was broken during the surgery on (B)(6) 2018 when the surgeon aligned the inserter although the surgeon cut the tap. All broken fragment was retrieved from the patient¿s body, so that there were no broken parts in the patient¿s body. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Event description:
Additional information received from affiliate on 30october2018: it is unknown if the breakage occurred near surgical site or how the fragments were retrieved. It is unknown how the procedure was completed, but it was noted alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. It is unknown how many or what type of sutures were involved. It is unknown how long the suture limbs were or if they were equal in length. It is unknown if the sutures were tangled or if the area was adequately cleared. It is unknown what technique th surgeon used to maintain the location of the awled hole. It is unknown if the surgeon levered on the anchor while searching for the hole. It is unknown what types of forces were applied to the system while searching for the hole.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Corrected data: date rec'd by MFR on previous follow up report should have been 10/29/2018.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (223129) and lot (l828406) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is currently unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.